Manufacturer narrative:
B3- should be unknown in the initial MDR. B5- per updated info "no events" reported for left eye (os). No product issue. Excessive vault is for right eye (od). H6- device code 1583 shoud be corrected to "code 3189" in the initial MDR. H6- conclusion code 4315 should be corrected to "code 67- no problem detected)" in the initial MDR. Claim# : (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter , implantable collamer lens into the patient's left eye (os). "Significant increase of vault early-postop." Was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.